Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) was displayed on the patient controller. Surgery may be pending to address this issue.

Event description:
Additional meaningful information obtained indicated that the ipg was explanted and replaced.

Manufacturer narrative:
Evaluation codes, patient, device, results and conclusion codes changed.